Manufacturer narrative:
Product analysis: the valve remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. (B)(4).

Event description:
Medtronic received information that 22 years following the implant of this mechanical valve, the patient presented with congestive heart failure and the echocardiogram noted impingement of the leaflet. The patient was taken to surgery and the cause of the impingement was found to be pannus. The valve was rotated and the pannus was removed. The valve remains implanted. It was reported that the patient has had a normal recovery with no adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.